Manufacturer narrative:
The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen was intermittently unresponsive in the top right area, requiring multiple presses to register, consistent with a touchscreen input malfunction affecting the user interface component. Symptoms included difficulty interacting with on-screen icons and delayed device response. Outcomes included a temporary switch to multiple daily injections with continued cgm use, with no reported adverse health effects and no alerts or alarms from the device. Investigation included remote troubleshooting, device restart, attempts with third-party interaction, cleaning, stylus testing, operation on a charging pad, and collection of a user-provided video. Investigation of this case revealed persistent failure of touch detection localized to the top right of the display despite troubleshooting, consistent with a hardware-related touchscreen defect in the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical or electrical failure of the touchscreen component. However, the original device was not returned to the manufacturer, and therefore no physical device evaluation or investigation was performed to confirm the reported condition or root cause.